Event description:
Pt had two steel rods put in their back for a curved backbone. One of the rods is broken and the hook is coming off the top. Pt needs to have them removed. This was paid for by a program. They will no longer help with this matter nor will any other program. Pt has been left on their own with no insurance.